Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The customer reported the screen would not pass the calibration. The incident happened prior to being put into use there was no patient involvement , no patient/user harm was reported.

Manufacturer narrative:
G4:25jan2021 b4:(B)(6)2021 the customer identified the display calibration was off and the backlash message, "unable to calibrate". The customer cannot calibrate the screen and it displays, "bad touch." The remote service engineer recommended replacing the touchscreen. The customer replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.